Event description:
It was reported that alerts were triggered for high pacing impedance and pacing impedance measurements of zero ohms. No oversensing was reproduced during the office visit. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).